Manufacturer narrative:
The investigation concludes that a higher than expected vitros crea result was obtained from a single patient sample tested on a vitros 4600 chemistry system. The most likely assignable cause of this event is instrument related. After unexpected instrument performance, service actions were completed. Following these actions, acceptable instrument performance was obtained. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected vitros crea result from a single patient sample tested on a vitros 4600 chemistry system. Patient result of 219 umol/l versus the expected result of 55 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected result was reported outside the laboratory, however, the result was questioned by the physician. A corrected report was sent to the physician and there was no allegation of patient harm as a result of this event. (B)(4).